Event description:
It was reported that the pacemaker was found in backup mode. No programming changes made were reported. No patient status was reported.

Manufacturer narrative:
Further information was requested but not received.